Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11866. It was reported that the patient experienced shocking sensations with the stimulation turned off. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.